Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Upon review of the egm, intermittent ventricular undersensing due to a combination of small signal size and signal amplitude variability was noted. It was discussed that the undersensing may cause a slight delay in therapy but therapy is delivered and converts the patient to a paced rhythm. However, the arrhythmia recurs almost immediately. The physician does not believe that the observed behavior contributed to the patient's death.

Manufacturer narrative:
The device was tested on the bench using automated testing equipment, and no anomalies were found.